Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a raw blister under the device. There is no indication of a device malfunction that caused or contributed to the reported irritation. The patient's physician advised the patient to use silvadene to treat the patient's skin. The patient removed the device to allow the irritation to heal. The patient's medical condition improved.